Event description:
Update: involved components: nb019k/ enduro femoral component cemented f3r (aesculap ag internal ref. (B)(4) nb013k/ enduro tibial comp.offset cemented t3 (aesculap ag internal ref. (B)(4).

Manufacturer narrative:
Additional information: a section - patient data, b5 - updated, d9 - product return, d10 - involved components, e1 - updated reporter.

Manufacturer narrative:
Additional information: h3 - yes, evaluation, h6 - codes udated. Investigation results: visual inspection: the femoral -as well as the tibial component exhibits bone cement residues on nearly the whole intended area. The bone cement shows traces of integration to cancellous bone. The stem for the femoral -as well as the tibial component is still firmly fixed. The enduro hinge ring shows nearly no signs of hyperextension. During the product investigation/take a closer look at the products, it could be determined that the rotation axis has fractured below the taper, directly below the screw thread. The rotation axis is still fixed in the tibial component. The broken part of the rotation axis as well as the rotation axis locknut was not provided for investigation. The taper of the rotation axis shows nearly no visible material abrasions/imprints on the surface. The fracture surface of the axis exhibit no material defects like foreign particles inclusions or blow holes. The gliding surface of the meniscal component shows nearly no visible wear marks, no other deformation/damage could be determined. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: based on the information available, without more detailed information about the patient and the prevailing circumstances, it is not possible to determine a definitive root cause for the rotation axis breakage. The provided x-ray figures give also no clear hints regarding the root cause for the breakage of the axis. There are no hints for a material or manufacturing problem. According to the quality standard and device history files a material defect and production error was not found. The following can be mentioned as an informational note: it could be possible that the rotation axis locking nut has come loose a little bit. The load transfer in this case is transmitted through the narrowest part of the axis and not through the main axis. Furthermore it could be possible that a special patient situation, for example: · disturbance in coordination · underlying disease · missing muscular guidance of the leg led to extreme and unusual bending moments and in the end to the breakage of the axis at the narrowest part. Based upon the investigation, a CAPA is not required.

Event description:
Involved components: nb019k/ enduro femoral component cemented f3r (aesculap ag internal ref. No. (B)(4)). Nb013k/ enduro tibial comp.offset cemented t3 (aesculap ag internal ref. No. (B)(4)).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product nr896m - enduro meniscal component f3 22mm. According to the complaint description, the axis of the implant broke postoperatively. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event / malfunction is filed under aesculap ag reference no. (B)(4) ( aesculap ag reference no. (B)(4)).